Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker, implanted with a different manufacturer's right ventricular (rv) lead, exhibited high out of range pace impedance measurements. Technical services (ts) discussed this may be due to the lead-device contact. No adverse patient effects were reported.